Event description:
Caller states patient received the following results on the inform system within 10 minutes: 436 mg/dl, 279 mg/dl, and 205 mg/dl. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.